Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. As a result of this event, all sites have had a retrospective review of the stw offset values. 12 machines had their value review, 9 of the machines are clinical and include 100% of the clinical systems. Only one axis at one site had an offset value >5mm (8.11mm), all other values were <3.5mm with the majority being <1mm. No machine had a mismatch between the stw and stored eq database offset values. Mr to mv alignment offset data may not be exported to equator database. The values are manually set to 0,0,0 by monaco/mosaiq installers to run necessary clinical workflow tests. This set is executed before or after setting to work phase where mr to mv alignment is run and results should be exported to equator.

Event description:
The customer reported that the mr to mv value cannot be checked.